Manufacturer narrative:
Because evaluation of the device involved is not complete as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a radix-anker post fractured during treatment. The doctor attempted to surgically remove the broken piece, but was unsuccessful. The doctor now plans to extract the tooth.